Event description:
Attorney's initial report alleged pain and permanent injuries due to a defective mesh. Based on a review of medical records provided by the pt's attorney. On (B)(6) 2007 - repair of incarcerated incisional hernia. On (B)(6) 2009 - repair of incarcerated recurrent ventral hernia. Hernia was to the right of previous repair. Repair made by primarily bringing back the mesh to fascia. On (B)(6) 2009 - hospital admission: abdominal wall cellulitis. Pt says she had the same issue after a hysterectomy in 2001. On (B)(6) 2009 - exploratory laparotomy with debridement of the abdominal wound, explant of composix kugel mesh, extensive lysis of adhesions and placement of non-bard biologic graft. The graft was noted to be displaced and adherent to bowel.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has rec'd add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the add'l info rec'd. It was reported that the pt developed a hernia recurrence and adhesions after implant of a composix kugel mesh. While there is no indication in the medical records that a device failure led to the recurrence and adhesions, they are listed as potential adverse reactions in the product's instructions for use. No lot number has been provided and the explanted mesh has not been returned; therefore, no mfg review or device eval could be performed. Based on the info provided, we are unable to determine if the mesh may have caused or contributed to the reported event. If add'l info is provided, a supplemental MDR will be submitted.